Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer took a survey and was contacted by the help line to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 180 mg/dl compared with the sensor glucose reading of 80 mg/dl. The help line gave the customer advise about using the sensor. Nothing was replaced or returned.